Manufacturer narrative:
(B)(4). The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The xience pro is currently not commercially available in the us. The product is similar to a device sold in the us.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that the xience pro stent did not open properly during deployment, particularly in the center of the stent. Despite post-dilatation with a non-compliant balloon, the xience pro stent was still noted to be inadequately deployed. There was no adverse patient sequela. No additional information was provided.